Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 mg/dl; cause was unknown. Customer received third party assistance from their health care provider (hcp), who provided suggestions regarding bg and mother who changed infusion set 3 times and administered a correction bolus via pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.